Manufacturer narrative:
The customer purchased a replacement therapy connector assembly to repair the device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a hard paddles assembly would no longer connect to their device due to broken/damaged pins being lodged in its therapy connector. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. The biomedical engineer then requested the part number for a replacement therapy connector assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a hard paddles assembly would no longer connect to their device due to broken/damaged pins being lodged in its therapy connector. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.